Event description:
It was reported that the patient experienced unspecified issue with unknown sling. An artificial urinary sphincter was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.